Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the pacemaker exhibited an intermittent capturing issue. No intervention was performed and the patient's condition was unknown.

Event description:
New information noted that the patient presented remotely via merlin.net and was in a stable condition.